Manufacturer narrative:
The device was requested but not returned to manufacturer. Not returned to manufacturer.

Event description:
The doctor reported that the abutment screw fractured and will be removed/replaced.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.